Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 58.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked. This type and location of damage typically occurs if the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the tip of the penumbra system ace 68 reperfusion catheter (ace 68) was broken upon removal from the packaging. The damaged ace 68 was noticed prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68.